Event description:
Received customer's maude report: a pt was receiving an insulin drip. The module was shut off, and when the door was opened it was noted that the safety clamp was still partially open. When the tubing was removed from the pump and disconnected from the pt the nurse noted the medication was "free flowing". It was unk whether there was any unregulated flow when the set was still connected to the pt. The pt's blood sugar was monitored; it decreased from 95 to 49. The pt was asymptomatic, but was given oral and IV glucose, and responded well. Customer references being notified of issues "related to the door, broken or damaged sears, or backed out pivot latch screw". No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report of safety clamp was partially open and medication was "free flowing". Customer ref. Being notified of issues "related to the door, broken or damaged sears, or backed out pivot latch screw". The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.